Manufacturer narrative:
A device history record (DHR) review of the reported lot number confirmed that the product was produced accomplishing quality requirements and released according to established procedures. There were 200 (unopened, unused) samples returned with the complaint. A total of 80 samples were randomly selected for functional testing. The samples were physically tested using the test method for needle assembly pull test. The purpose of this test method is to provide instruction for the method used to verify the strength of the cannula-to-hub bond for needles assembled using either epoxy/adhesive or mechanical crimp to secure the cannula. All samples passed the testing. The reported condition could not be replicated or confirmed. An exact root cause for the reported condition was not identified but may occur during use. The instructions for use require the user to perform an injection according to local standard procedures. Insufficient evidence is available to indicate the issue was a result of user error. Based on the information available, this potential root cause could not be confirmed or discarded from consideration. At this time, there is no trending or information that would trigger the need to initiate a corrective/preventative action (CAPA).

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported that the needles are falling apart and not staying together, one needle got stuck on the patient's cheek. Additional information received from the customer stated that the doctor used his right hand to inject the anesthetic and when the needle got separated from the metal hub, he grabbed the hub part and pulled it out. The patient was not aware the incident happened.